Event description:
The customer states that discrepant patient results are being generated by the architect c8000 analyzer. Patient #2 generated creatinine assay results of 126 and 92 umol/l. Several field service visits failed to resolve the issue. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.